Event description:
During the coil embolization procedure of an internal carotid artery aneurysm, an orbit galaxy (640hx0203/15804617) would not detach at the green zone using the dcs syringe ii (635-002, lot unknown). Although he attempted the detachment at the red alternative detachment zone several times, the situation was same. Therefore, the orbit galaxy was safely removed from the patient. After that, when he replaced the orbit galaxy for a new product (640hx0203, lot unknown), he was able to detach it into the target aneurysm with no further issues. But, it was unknown if the same syringe was used with the next device, or how many coils were used with the same syringe. Also, a dedicated saline source was used to fill the syringe. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the syringe was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (brand name and type unknown). The vessel was not calcified and moderately tortuous. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
During the coil embolization procedure of an internal carotid artery aneurysm, an orbit galaxy (640hx0203/15804617) would not detach at the green zone using the dcs syringe ii (635-002, lot unknown). Although he attempted the detachment at the red alternative detachment zone several times, the situation was same. Therefore, the orbit galaxy was safely removed from the patient. After that, when he replaced the orbit galaxy for a new product (640hx0203, lot unknown), he was able to detach it into the target aneurysm with no further issues. But, it was unknown if the same syringe was used with the next device, or how many coils were used with the same syringe. Also, a dedicated saline source was used to fill the syringe. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the syringe was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (brand name and type unknown). The vessel was not calcified and moderately tortuous. The complaint product is going to be returned for evaluation. No additional information is available. A non-sterile orbit galaxy helical xtrasoft coil 2 x 3 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted. The introducer was received unzipped without damage. The support coil and gripper were found outside of the introducer and no damages were noted on them while the embolic coil was received separated of the device and it was found stretched. The hub, gripper and embolic coil were inspected under microscope: the hub was found broken. No obstructions or damage was noted on the purge whole, as well as the gripper shows marks of that the embolic coil was attached to the gripper while the embolic coil was found stretched. The functional test could not be performed due to the conditions of the received unit. (Hub crack and embolic coil separated of the device). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil - failure to detach¿ could not be evaluate due to the hub was received cracked and the embolic coil was received separated of the device. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have these damages since as per ch&ss investigation the customer state that ¿during the coil embolization procedure of an internal carotid artery aneurysm, an orbit galaxy would not detach at the green zone using the dcs syringe ii (635-002, lot unknown). Although he attempted the detachment at the red alternative detachment zone several times¿ that means that the hub was in good condition during the procedure. The damages found on the embolic coil could not be conclusively determinate. Additionally inspections are in place as per that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.